Event description:
It was reported that pump issued cartridge alarms 30 during cartridge load process even though customer followed prompted steps and had no prior alarms with this pump. There was no adverse impact to the customer's blood glucose level. Customer loaded new cartridge independently, issue resolved, and customer successfully resumed insulin therapy with no further assistance required.